Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported a red irritation and fungal infection at the insertion point. The patient was given the antibiotic clindamycin. She also was given the topical nystatin; she responded to this treatment but the infection returned after discontinuing the use. She was given the oral anti-fungal medication ketoconazole. The site has not healed and a rash/itching was observed.